Event description:
Spouse of home pt reports pt line or homechoice set separated from transfer set during automated peritoneal dialysis treatment. Home pt capped off transfer set immediately. Specific incident detail could not be provided by home pt or hlth care professional. Per home pt's spouse, there was no pt injury and no med intervention.